Manufacturer narrative:
This product complaint requires a supplemental MDR to document that the customer's third party usb cable likely was shorted, which caused a short on the system connector on the device, causing the reported issue. H6 results code has been updated to short circuit.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times over the course of a few days. The customer advised that this occurred when attempting to download patient records to their computer. The customer also indicated that the power button had intermittent operation. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer¿s third party usb cable. The cable was replaced by the customer, after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times over the course of a few days. The customer advised that this occurred when attempting to download patient records to their computer. The customer also indicated that the power button had intermittent operation. There was no patient use associated with the reported event.